Event description:
It was reported to nova biomedical that a consumer received a result of "hi" (greater than 600 mg/dl) on their blood glucose meter. The consumer administered 1.5 units of insulin based on that high reading and subsequently experienced a hypoglycemic event, which did not require medical intervention. During the call to customer support, it was revealed that the consumer improperly stores the test strips which may contribute to a loss of integrity of test strips. The consumer was educated on these directions for use at the time of call. The meter in question will be returned for evaluation. The test strips in question will not be returned as they were all used up by the consumer.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.